Event description:
The report received from the affiliate indicated that approx twenty-four and one-half (24 ?) Months after the index procedure the pt developed chest pain and went to the hosp (that was not the hosp for the index procedure). Coronary angiography was done and revealed thrombus in the previously implanted cypher 3.5 x 23 mm stent (stent #1) placed in the mid right coronary artery (rca). The patient had two (2) cypher stents implanted during the index procedure and the very late thrombosis was found in the first/distal cypher stent. The stents were not overlapping but there was no reported gap between the stents. The thrombosis was treated by aspiration of the thrombus and implantation of a liberte 3.5 x 16 mm bare metal stent (bms) inside the cypher stent (stent #1). The inflation pressure/duration were unknown. The physician's comment regarding the cause of the thrombotic event was due to the pt stopping his antiplatelet therapy.

Manufacturer narrative:
The index procedure was an emergent case due to acute myocardial infarction (ami). Lesion #1-1: the target lesion was the mid rca. The lesion was reported to be: concentric, tortuous, 20 mm length, vessel diameter of 3.04 mm, and type c. The lesion was not pre-dilated. A cypher 3.5 x 23 mm stent (stent #1) was implanted at 18 atm for 20 sec. The stent was post-dilated with a 3.5 x 15 mm balloon at 15 atm for 30 sec. Ivus was not done. The residual stenosis was 0%. The flow pre-procedure was timi 0 and post-procedure timi 3. Lesion #1-2: the target lesion was the proximal rca. The lesion was reported to be: concentric, 19.5 mm in length, vessel diameter of 3.08 mm, and type c. The lesion was not pre-dilated. A cypher 3.5 x 23 mm stent (stent #2) was implanted at 10 atm for 20 sec. The stent was post-dilated with a 3.5 x 15 mm balloon at 15 atm for 30 sec. Ivus was not done. The residual stenosis was 0%. The flow pre-procedure was timi 0 and post-procedure timi 3. An act was not measured. Please note that device (lot #i1104150) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2007-00461 and # 9616099-2007-00462.